Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 2:1 ratio caution: sharp; part number: 00-7703-020-00; serial number: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part number: 00-7703-015-00; serial number: (B)(4). (B)(6).

Event description:
It was reported that the device has a bent grate. The beginning of the procedure was delayed an unknown amount, but the patient was not yet under anesthesia. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher (00770100000) serial number (B)(6) by a zimmer biomet certified service repair site - australia on 6 july 2020 revealed that the grate was bent. After investigation, the reported event was verified; the comb was replaced. Additionally, the handle pin was worn and required replacement. Repair of the device was performed by a zimmer biomet certified service repair site - australia on 6 july 2020 which included replacement of the following: zsgm comb (pn r6001810444, ln n/a). Sliding pin (pn r6001810569, ln n/a). Additional repair included cleaning, lubrication, and calibration. The device, serial number (B)(6) , was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.